Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified through both station and server inventory reports that medication inslis10im was loaded in main drawer 2.2, pocket c2. The station event report indicated that the medication had been removed within the specified date and time frame after the last inventory count, and no discrepancies or issues were identified. The tss emailed the customer regarding the findings. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to pull insulin for any patient from the station. An error message stated medication not in pocket was displayed; however, upon performed inventory, the medication was confirmed to be present. The issue was specific to drawer 2.2, pocket c2. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.